Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implants has experienced bilateral anisomastia post-operatively. As a result, the patient underwent surgical intervention on (B)(6) 2017 due to the strata layer not staying in place and the implants had fallen significantly. The patient then experienced left-sided implant rupture, discovered by MRI. This adverse event was reported under manufacturer report number 1645337-2020-05646. The patient ultimately underwent explantation and replacement with non-mentor ((B)(4)) breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.